Event description:
It was reported that (3) devices were used during an unknown procedure. It was reported by the affiliate that the tct75 devices cut over 3 centimeters and did not staple. Another instrument was used complete the case. There was no consequence to the pt.